Event description:
The following information was provided: left hip revision. Pt presented with a dislocated hip following a "complex" tha. Dr. Opted to revise the competitor liner option and swap out our '32mm-4 head' to a '32mm+0 universal' option. No complaints have been filed against the components themselves, no further info available.